Event description:
Two leads were returned from an unknown source on competitor extraction paperwork. The information stated the system, that included an implantable pulse generator, was removed due to infection. Information identified in the manufacture's data base indicated the patient died approximately eleven months post of the removal of the system. In addition the right ventricular lead was analyzed and subsequently tested out of specification. A cause of death has been requested and not received.

Manufacturer narrative:
Of note there was a hand written on the returned paperwork that stated "damage 1" and a line was drawn to the right ventricular lead which has test out of specification. Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be process and considered accordingly. Evaluation summary: (B)(4): the proximal segment of the lead was returned and analyzed and no anomalies were found. (B)(4): the proximal segment of the lead was returned, analyzed and the outer insulation was breached and had environmental stress cracking. It was noted that the outer insulation had cosmetic environmental stress cracking and the outer insulation had a cosmetic depression. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.